Event description:
Customer called and said that they have a mattress that is delaminating.

Manufacturer narrative:
Upon inspection of this mattress, the urethane cover bubbled at the center of the mattress cover exposing the foam of the mattress. The lot number to this mattress is unreadable on the mattress tag. A new mattress was delivered to the facility on (B)(6) 2014. This problem has been assigned to CAPA (B)(4) and a f/u report will be submitted upon completion of the corrective action.